Manufacturer narrative:
As for this MDR, no product has been returned and outcome of the event is not known. While there is no indication that the device malfunctioned in this event, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that root tip fracture occurred during an endodontic procedure involving a reciproc file.